Event description:
Reporter alleged obtaining discrepant blood glucose results of 500 mg/dl back to back with a result of 90 mg/dl when tests were performed one minute apart on the advantage system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.